Manufacturer narrative:
G - contact office address and phone number: (B)(4).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device shut down and turned back on. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) the shutdown occurred while in use, with the patient's family members in the room reporting the restart to the hospital respiratory staff. It was not known if the nurse call was connected or if the device activated any alarms. In the biomedical shop, the device was plugged into alternating current (ac) power and both yellow leds were illuminated solid on the front bezel. The customer requested onsite service be planned by a field service engineer (fse). On 03apr2024, the fse went to the customer site and pulled the event log for the v60 ventilator. The fse found a running on internal battery event in the log but did not find a serviceable error code. The fse performed testing and verification in accordance with the service manual and the device passed all tests. The fse left the device running overnight and returned on 04apr2024 to evaluate the event log. The fse confirmed that the device was still running when they arrived, and without any serviceable error codes found in the event log. The fse also checked all the outlets in the room where the reported event occurred and found no faults with any of them. The fse returned the device to the customer ready for clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.